Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient age not provided. Patient weight not provided.

Event description:
It was reported that the screw portion of the one piece abutment fractured and was removed from the implant.

Manufacturer narrative:
Certain® iol® abutment 5.5mm(h) (iiol55s) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported devices were intended for tooth # 26. X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review by item number was conducted for the iiol55s dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture). Post market trending review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified.

Event description:
There is no update to the original complaint description provided.